Manufacturer narrative:
(B)(4). The injection port with the locking connector and the tubing strain relief were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was returned in the locked position, and the hooks were deployed. Locking connector was in the locked position. Upon microscopic evaluation, it was noted that the septum was never punctured indicating that the port had not been accessed for a band adjustment. A blockage test and leak test was performed on the injection port with a successful result, no blockage or leakage was found. A functional test was performed on the injection port with a successful result, hooks were deployed and retracted. Dimensional analysis of the returned components was performed and met specification. Device was returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post implant a realize band, the patient required a port revision surgery due to port disconnect. The port was replaced without any consequence to the patient.